Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4-s2ai posterior fixation and l5-s1 posterior lumbar interbody fusion due to adjacent segment disease and spinal canal stenosis. Intra-op, the tip of the screwdriver broke during screw insertion. Also, the pin (fixing the shaft and the ring in the sleeve) was also broken, and the ring was detached from the shaft. No fragment of the broken driver remained in the patient. No patient complications were reported.